Event description:
The distributor contacted physio-control to report that their customer's device showed a service wrench. Upon initial evaluation, physio-control observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy was therefor reduced. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that a ferrite bead on the therapy wire harness had pressed against integrated circuit, designator u1, on the analog pcb assembly, which caused the solder connection at leg 16 to break. As a result there was a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The cause of the broken solder legs on integrated circuit, designator u1, was determined to be due to the positioning of the therapy wire harness being out of specification.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device showed a service wrench. Upon initial evaluation, physio-control observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy was therefor reduced. There was no patient use associated with the reported event.